Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found that excessive force can result in device damage. Clinical evaluation was completed and concluded that per complaint details, the wand tip was removed from the patient and a back-up device was used to complete the procedure. No patient injuries or adverse consequences were reported due to the reported events. No further clinical/medical assessment is warranted at this time. The images provided by customer show the device tray and label and a device with damaged electrodes. A visual inspection of the returned instrument shows portion of the electrode is detached. A functional evaluation revealed the wand was able to generate plasma as intended. The suction function would not work due to electrode being detached. The resistance measured at 0.91 kilo ohms. The complaint was confirmed. Factors that could contribute to the event reported include: (1) insufficient suction flow causing the wand to overheat and degenerate at a faster rate. (2) hitting the tip against a hard surface such as a metal or bone (3) extensive use of the wand causing excessive screen/ electrode erosion (4) operating the wand at a different setting than recommended by the IFU. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a ligament reconstruction procedure, the electrode of the multivac wand tip fell off. Pieces were removed from the patient with suction. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.